Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd bactec¿ fx, instrument bottom, packaged experienced a false positive test result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: 7 false positives in row c+d in drawer d.

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered rack failure. The fse cleared the sticky bits and replaced the rack (#pn 444531 - bactec fx rack assy spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/1/2013. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. The root cause was rack failure. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that at least one bd bactec¿ fx, instrument bottom, packaged experienced a false positive test result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: 7 false positives in row c+d in drawer d.